Manufacturer narrative:
(B)(4). Final analysis confirmed the reported rf anomaly but the cause of the anomaly could not be determined. During testing after the product code was downloaded, normal function resumed. (B)(4).

Event description:
It was reported that the pulse generator could not be interrogated while in the box; the device was unable to communicate with rf telemetry. Multiple attempts to interrogate the device were made with different programmers resulting with the same results. The device was not used; there was no patient involvement.